Manufacturer narrative:
Date sent to the FDA: 03/17/2024 appropriate term / code not available (e2402) utilized to capture leaking urine, pelvic pressure additional b5 narrative: it was reported that the patient experienced pain, leaking urine, urinary tract infections, pelvic pressure, dyspareunia, bleeding and fatigue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Report submission exceeding 30-days due to fdas exemption transitioning period.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.